Event description:
Customer reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer's blood glucose readings at the time of the hospitalization were 700 mg/dl. Customer reported symptoms of throwing up and not being able to move prior to the hospitalization. Customer stated that when she took the infusion set out she noticed a bent cannula. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's current blood glucose reading is 337 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.